Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. (B)(6) revised pt's hip due to cup in 48 (degrees) anteversion and metal on metal impingement, pt had audible clunk with every step."